Event description:
It was reported that a large volume intermate was missing a blue tip. This was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 2 of 7.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured on january 6, 2012 ¿ january 9, 2012. Evaluation summary: the sample was received for evaluation. A visual inspection found that the blue winged luer lock was returned with the device. No missing components were found during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.